Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly the issue resolved and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 400 mg/dl. Additionally, it was reported that the customer experienced a low bg level of 40 mg/dl, cause was unkown. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.